Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported through counsel that allegedly the patient underwent right total hip arthroplasty and was implanted with an lfit anatomic cocr v40 femoral head and was revised due to alleged pseudotumor and trunnionosis.